Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "tightness test fail(release valve defective)/flow sensor fails." Health impact: (2) no patient involvement.

Manufacturer narrative:
The tightness test the device shows the message "release valve defect" during preventive maintenance. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective ambient valve. After replacing the ambient valve, the device was released back into use.